Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in the bile duct during a hot axios drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first flange of the stent failed to deploy. The device was removed from the patient with the stent fully covered by the outer sheath. A plastic stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 1158 captures the reportable event of stent failure to deploy during placement in the bile duct. Block h10: the returned hot axios stent and delivery system was analyzed and a visual evaluation noted that the stent was undeployed and fully covered by the outer sheath. The outer sheath was kinked 3 inches from the black luer. The stent deployment hub and catheter hub were in their original position, and the catheter lock was locked. The handle was dissected and it was noted the sheath was damaged (torqued) at the proximal end of the catheter and the catheter was broken. No other issues with the device were noted. The reported event that the stent failed to deploy was confirmed. A labeling review was performed and, from the information available, this device was not used per the directions for use (dfu) / product label. The dfu states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope," however the sheath was torqued which indicated the user may have rotated the handle instead of the winged luer lock. The rotational damage to the sheath, catheter break and outer sheath kink are consistent with excessive force being applied to the device. This may have been the reason the stent failed to deploy. Therefore the most probable cause of the event is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in the bile duct during a hot axios drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first flange of the stent failed to deploy. The device was removed from the patient with the stent fully covered by the outer sheath. A plastic stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.